Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Implantable tachy lead (B)(6) 2004.

Event description:
It was reported that there was an apparent lead fracture, noise and oversensing. The lead was removed and replaced. It was also reported that during the extraction of the right ventricular lead, the physician nicked the insulation of the right atrial lead. The right atrial lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned, analyzed and the outer insulation was breached/cut. It was noted visually that there was apparent explant damage.